Event description:
Customer states the device is having a battery charging issue. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.